Manufacturer narrative:
Corrected b4 date.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added no code available to capture medical device removal product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges severe pain, discomfort and tested metal ions well above an acceptable range. Patient underwent a painful, complex and risky surgery to removed the device. During the revision, an extended trochanteric osteotomy was preformed. (B)(6) 2016 the patient succumbed due in part from complications of the revision surgery. At this time there is no further information regarding the patient's death and a death certificate has not been provided. Doi: (B)(6) 2009 : dor: (B)(6) 2016 (right hip) deceased patient.